Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the cause of the check your position alarm is user error - closed clamp. The patient line clamp was closed causing fluid blockage and air in the patient line. In the follow up phone call by product surveillance, the patient stated that he did not notice any visible damage or abnormalities with the cassette and he was able to resume therapy successfully with new supplies. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a check your position alarm that appeared on the homechoice (hc) display during fill 1 of 4. During troubleshooting, it was found that there was air in the patient line. The technical service representative (tsr) explained the problems with air in the line and advised the home patient (hp) start over with new supplies and assisted to end therapy. During a follow up with the hp regarding the air in line, the hp explained that it was her fault, as she had accidentally left the clamp closed while priming. The hp confirmed that she did not notice any loose defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any significant supplemental information become available